Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon review there was an injury associated with the treatment. Pt had a burn on his back and reports the skin irritation has healed, despite not putting anything on it.